Event description:
It was reported that the foley catheter balloon was deflated and as such it was removed from the patient. When the user tried to blow balloon up, it would not inflate. When they put water down the urinary port, the balloon inflated which was not supposed to happen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter balloon was deflated and as such it was removed from the patient. When the user tried to blow balloon up, it would not inflate. When they put water down the urinary port, the balloon inflated which was not supposed to happen. As per investigator notification received on 02jun2023, stated that there was tear at inflation eye observed in the evaluation which caused water unable to retain in balloon. This caused deflation due to trauma issue. User could not inflate back the balloon since water was unable to retain in catheter balloon.